Event description:
It was reported that the pen stylus and cursor is offset on the programmer screen, calibration does not help. Sometimes the screen is frozen and there is no response, shutting down and restarting solves the problem. The programmer was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, there were calibration problems with the touchscreen. It was also noted that the power bay assembly was broken, the fan was noisy, the upper case was broken and the lower case was worn out. (B)(4).